Event description:
It was reported that on (B)(6) 2020, before the replacement of the second dressing of the pico kit 15x15cm in the calcaneus e of a patient, a failure in the functioning of the pump that was already in use was identified. Minutes before the arrival of the hcp the pump was not working and had been turned off. The hcp performed the dressing change normally, changed the pump batteries, and even then there was no operation (all the pump's signal lights were on, it didn't vibrate and it didn't work). The hcp took a new pump from another closed kit and installed it on the same dressing. There was normal operation. No patient injury or harm was reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. However, a video provided showed the device had entered a non-recoverable error state. This confirmed a relationship between the event and the device. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.